Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the plastic ring busted last night while changing insulin pump. Reservoir was unable to lock in place when inserted into insulin pump . The customer was advised to revert the back up plan . The insulin pump will be returned for analysis.